Event description:
The customer contact reported that during annual testing at the user facility, unrestricted flow was noted. During testing, the tubing set was primed, loaded into the pump and the door was closed. It was reported that after the door was opened, the pump did not close the flow regulator on the tubing set and unrestricted flow was noted. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).